Event description:
It was reported that the part of the line that the end cap screws onto broke off. No adverse patient outcome.

Manufacturer narrative:
One 5f double lumen vascu-PICC catheter was returned for evaluation. A review of the manufacturing records indicated all device specifications and quality requirements were satisfied. A visual examination of the catheter revealed that the clear luer is not connected to the extension. The luer was not returned. The device was viewed under magnification. There is evidence of bonding residue on the extension tubing. The extension tube was cross sectioned and measured. All measurements were within specification. We are unable to determine the cause or factors which contributed to this event.